Event description:
A screw appears to be backing out of the plate approximately 6 weeks post operative. All hardware currently remains in the patient.

Manufacturer narrative:
No evaluation could be made, no conclusion could be drawn. Subject device was not returned as it currently remains in the patient. Synthes is unable to determine the MFR site or the MFR date without a lot number.